Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviations during a t4-l2 scoliosis correction case. T10-l2 was the first segment and was completed with a disposable clamp placed on t11-t12. The surgeon placed all of the screws on the left side and they were ok. On the right side, there was a medial breach at l1. The breach was confirmed on a scan and the patient's emg based on pedicle screw testing. The surface had been flattened before drilling to avoid skiving. The right l2 trajectory looked medial due to soft tissue pressure and the surgeon decided to place the screw freehand. The second segment was for t4-t9 with a clamp placed at t6-t7. The manufacturer representative noted that only one portion of the clamp was used and the other portion was a little loose. All of the screws on the left side were ok. The right t9 screw was medial. The screw didn't look medial after drilling, but was found to be medial on a scan. The screw was repositioned. The right t4 trajectory looked medial so the surgeon placed the screen freehand. The trajectories were deviated less than 3.5 mm. Confirmation images were taken after the screws were repositioned and they were placed accurately. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning made for the case. T4 right was planned with high medial skiving potential. L1 and l2 were planned with high axial angles (>12 degrees). No post op images were provided to confirm the reported deviations; however, analysis examined the 3d reconstruction of the scan plan study provided. The planned l1, l2 right, t9 right and t4 right trajectories can be seen in proximity to the incision edges, hence are subjected to soft tissue pressure, which may create difficulties to accommodate the tools without deviating them medially. As reported, the deviations of right t4, t9, l1 and l2 were medial. Considering the accurate trajectories done in between, platform shift as a root cause can to be eliminated. Based on all available information, after ruling out a platform shift, considering the open approach and the high angles in the planning, analysis concluded the probable cause of the deviation reported in the or is soft-tissue pressure applied on the tools while instrumenting, resulted in medially deviated right t4, t9, l1 and l2 trajectories. As for t4 right, skiving of the surgical tools on the boney anatomy could have been a contributing factor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.